Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that user experienced ongoing air bubbles in the infusion set tubing. The user's blood glucose (bg) level ranged from 310 mg/dl to the 400's (mg/dl). The bg level was addressed by priming the tubing and delivering insulin via the pump or a manual injection. Reportedly, the user would fill the syringe with 200 units, insert the needle into the cartridge then pull back the plunger and extract 100 units worth of air. The user would then evacuate air from the syringe, insert the needle back into the cartridge and extract additional air from the cartridge. Reportedly, the user did this 2-3 times until they were no longer able to withdraw any air from the cartridge.